Manufacturer narrative:
Root cause: the root cause for the reported issue that device had possible over infusion- nalarabine was not determined because no product or device logs were returned. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient received approximately 8 ml more than expected. The patient was provided chemotherapy, nalarabine for the past two (2) days. The customer reported the volumes showing as infused on the pump have not matched with epic. The customer also states, "patient received the medication today and yesterday on the same pcu and lvp and that both days the volumes infused are approximately 8 ml more than what they expected". The pump module was removed and sent to biomed. There was patient involvement but no harm. Additional information received from the manufacturer clinical consultant: "the issue came up due to review of their flushing practices to get the most accurate information documented in epic for chemotherapy volumes. They are working on determining exactly how much flush volume to enter. For their tubing, the nurses are circle priming the primary chemo set and then using a short set to provide the flush."